Manufacturer narrative:
Concomitant medical products: enlw1624c120ee, (B)(4); enlw1620c120ee, (B)(4); enlw1616c80ee, (B)(4); etlw1616c156ee, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 100 mm diameter fusiform abdominal aortic aneurysm and right iliac aneurysm. An extension stent graft was implanted. The maximum abdominal aortic aneurysm diameter measured 93 mm on the ultrasound done approximately three years and ten months after the index procedure. The maximum abdominal aortic aneurysm diameter measured 95 mm on the ultrasound done approximately four years and ten months after the index procedure. It was reported that on an ultrasound done approximately five years and four months after the index procedure, the maximum abdominal aortic aneurysm diameter measured 100 mm. There was no evidence of obvious endoleak seen on the ultrasound. Endotension was suspected. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.